Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that he chose to use 150 cm-long microcatheter so that he might inadvertently trap the microcatheter tip with the exchanging balloon when removing the microcatheter. The patient had been under routine monitoring and being fine. The returned microcatheter had its tip separated. Microscopic observation revealed multiple circumferential cracks were on the remaining tip surface for approximately 1.5 mm, suggesting the tip polymer was pulled and stretched in the longitudinal direction. Three guide wires were also returned. The wires were twisted and the separated tip approximately 2 mm in length was sitting on one of the wires. The separated tip had the same characteristics seen on the remaining tip. By measuring the remaining tip and the separated tip, it was concluded that the tip was stretched and turned out to be 6.5 mm in length, where the original tip is 5 mm long. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that pulling force exceeding the product design limit was inadvertently applied to the microcatheter while its tip was being captured by the exchanging balloon catheter. There was no indication of product deficiency. Instructions for use states that: [how to use] attach an extension wire to the proximal end of the guide wire or use a 3m or longer guide wire before removing this microcatheter; and, [malfunctions] separation.

Event description:
It was reported that the subject microcatheter was used after wire crossing during a pci to treat a moderately calcified cto lesion in the lad #6. An exchanging balloon catheter was used to remove the microcatheter. After microcatheter removal, a separated tip of the microcatheter was found on the guide wire. The pci was resumed with the separated tip being left as is. After reestablishment of the blood flow was achieved by stenting, two additional guide wires were delivered in parallel to the remaining guide wire and the separated tip was successfully retrieved.